Event description:
This is a complaint about liquid leaked from the injector. It was reported that there was something like a water drop found on the injector (blue part).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or other defect was identified within the product or any of its components that could contribute to the reported leakage. Functional testing was performed, assembling the injector with a syringe and protector. In all cases the product functioned as intended, liquid moved through the system without issue, and no leakages occurred. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.